Event description:
Facility reported the suction coagulator malfunctioned and was stuck in the on position. A new coagulator was opened and used with no issue. There was no pt impact. On (B)(6) 2014, the device was tested at megadyne by connecting to an electrosurgical generator (esu) which confirmed independent and continuous activation until disconnected from the esu. A review of the complaint history for this lot revealed 1 other complaint of self-activation. An additional 43 samples from the same lot were tested and 1 of the sample devices exhibited self-activation. A review of the risk management file revealed the failure rate in this lot is greater than anticipated. This failure mode presents the risk of serious injury in the event the device is not stored in an insulated container (holster) at the time of activation, contrary to recommended instructions for use provided with the device. A holster is supplied with each suction coagulator.

Manufacturer narrative:
Inspection under magnification revealed damage to the insulation material intended to isolate the internal circuitry. This damage allowed a continuous electrical connection when plugged into the esu. The mfg process requires 100% testing of the devices tp detect this failure mode. A review of the lot history indicated this testing was performed and devices that failed were rejected and removed prior to final release. Add'l sampling and testing of other lots revealed no other devices exhibiting this failure mode and the defect appears to be isolated to a few units in this lot. The root cause of the insulator damage and failure to detect prior to release is under investigation.